Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed in the patient. During the first contrast injection a perforation was noticed. This perforation lead to a pericardial effusion with tamponade. A pericardiocentesis was performed in an attempt to resolve the pericardial effusion. The patient went into asystole and chest compressions were started. The patient did not recover and ultimately passed away. The official cause of death was cardiac tamponade and cardiac arrest.